Event description:
This rv lead was implanted on (B)(6) 2007 and was explanted on (B)(6) 2017 due to infection. The infection was due to trauma from car accident. The plan of care was antibiotic then reimplantation of new system on right side. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).